Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper flank (back bra rolls) and lower flanks using cool advantage coolcurve applicator on (B)(6) 2017, to the upper and lower abdomen using cooladvantage coolcore applicator on (B)(6) 2017, and to the bilateral lower flanks using cooladvantage coolcurve on (B)(6) 2017 who developed paradoxical hyperplasia (pah / ph) after treatment. On (B)(6) 2017 the patient was diagnosed with pah to the bilateral upper and lower flanks and the upper and lower abdomen after being assessed by a physician.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper flank (back bra rolls) and lower flanks using cool advantage coolcurve applicator on (B)(6) 2017, to the upper and lower abdomen using cooladvantage coolcore applicator on (B)(6) 2017, and to the bilateral lower flanks using cooladvantage coolcurve on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) after treatment. On (B)(6) 2017 the patient was diagnosed with pah to the bilateral upper and lower flanks and the upper and lower abdomen after being assessed by a physician.

Manufacturer narrative:
Corrected data d1 - brand name.